Manufacturer narrative:
(B)(4): the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts.

Event description:
The patient reported that the buttons had a delayed response and the keypad buttons needed to be pressed harder to get a respond. The patient confirmed that the buttons were intact but the lettering was worn off. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.